Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's atrial lead had a warning for out of range impedance. The alert was cleared and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited fluctuating impedance, rising thresholds, and high atrial sensing integrity counter (sic), with the oversensing causing inappropriate mode switches and inappropriate therapies. It was also reported that the implantable pulse generator (ipg) exhibited a power on reset (por).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the atrium was unstable. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the alerts for the ra lead were disabled as they caused an accelerated ventricular rate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited undersensing and the implantable pulse generator (ipg) exhibited invalid cardiac compass data.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited oversensing and lead impedance alerts in both unipolar and biploar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was variable thresholds and sensing on the atrial lead. Clarification was provided that the initial impedance issue was low impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead triggered a lead integrity alert (lia). As well, the patient's device triggered a red alert for a diagnostic reset. It was noted that the reset was due to the lead integrity alert (lia) triggered by the ra lead, and the cause of the reset was known. The device and lead were reprogrammed and remain in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the atrium was unstable. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.